Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. The receiver case was opened, the internal inspection passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.